Event description:
Early on the morning of (B)(6) while sleeping with my bi-pap machine, I awoke and felt as if I was having a heart attack. I immediately took the bi-pap mask off but was unable to turn over due to the pain in my left chest and arm. I guess I passed out from the pain. When I came to I told my husband that I couldn't take a deep breath. I didn't feel so good. Something was wrong. He asked if I wanted to go to the doctor or hospital. I felt that the doctor would see me quicker. My doctor did an EKG and determined that my heart was good. He did lab work and then an x-ray. He said I had a collapsed lung and I needed to go immediately to the emergency room they would notify them I was on my way. At the emergency room they took another x-ray and a cat scan. They put a tube in my right side to re-inflate my left lung. The doctor in the emergency room said he felt that the problem was caused by the bi-pap machine since there was no traumatic event like a fall or accident or physical event. They kept me overnight. They took another x-ray that morning and said it wasn't completely filled back up and wanted to keep me and do another x-ray after lunchtime. I went home the next morning. Product: philips respironics model dream station bi-pap machine with humidifier. First test x-ray was at doctors office. Second test x-ray was at hospital ER. FDA safety report ID# (B)(4).